Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed no device found message. Scrapped. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that  patient (pt) stated their charger had been acting really weird for about a month. Pt clarified they would charge for a minute, then charging would stop on it's own and it was taking a lot longer to charge. Pt said their rep told them to reset controller, which they had been doing. Pt then said last night they got a screen telling them the controller battery needed to be replaced soon. Pt inspected recharger (rtm) and controller port, but did not see any damage. Pss asked, pt confirmed rtm box and paddle had been getting hot. The issue was not resolved. Additional information was received. It was reported that the pt called back and said they received their replacement rtm but said that their controller screen has gone black twice now while charging their implant since the rtm replacement. Pt said in order to get their implant to charge, they have to reset the controller when this happens. Pt said that this happened before the rtm replacement and this all has been going on for about a week and a half. Confirmed that the pt was using the rtm replace ment that was sent. Had pt reset their controller. Pt saw no visible damage to the controller or battery pack contacts. Pt said that the controller battery was at 100% and the implant battery was at 80%.